Event description:
It was reported that the patient with this left ventricular (lv) lead was experiencing muscle stimulation. The lead was explanted and replaced with new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm muscle/pocket stimulation. A known inherent risk was assigned for the muscle/pocket stimulation which is a known medical risk for implanted pulse generator systems.